Manufacturer narrative:
This is one event (death) reported on the same patient involving three separate products: associated with MDR report numbers: 2937457-2014-00393, 2937457-2014-00394, 1225714-2014-00845, 1225714-2014-00846, 1225714-2014-00847 and 1225714-2014-00848.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011, after the use of the product.